Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that right ventricular lead exhibited noise and inappropriate sensing. Lead fracture was noted. The lead was explanted and replaced. The patient's condition was good before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-12800.

Manufacturer narrative:
Analysis was normal. No anomalies were found.